Event description:
After one day of iab therapy, during inflate and deflate timing, there was an uneven baseline waveform noted on the pump, blood noted in tubing, iab removed and replaced. Approx 31 hrs after 2nd iab was placed, high pressure alarms sounded, blood noted in tubing. Iab removed and no further complications or pt injury occurred.

Manufacturer narrative:
H10-approx. Age for the second iab is 11 mos.